Event description:
Same case as MDR ID# 2134265-2013-05383, MDR ID #2134265-2013-05384. It was reported that during a coronary stenting treatment procedure, dissection occurred and subsequent to the procedure the patient expired. The chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) with 100% stenosis. The atlantis sr pro intravascular ultrasound (ivus) coronary catheter was used for pre-stenting. A 2.50mm x 38mm promus element plus stent was implanted on proximal rca; the % residual stenosis was about 30%. After dilation of the distal rca with a 1.50mm x 20mm maverick balloon catheter several times, a dissection occurred. The promus element plus stent delivery system (sds), a balloon catheter and atlantis sr pro ivus catheter was withdrawn without any resistance and the procedure was completed. The patient complained of pain during the procedure but was relaxed after the procedure. The dissection did not resolve but it was progressed. The patient expired few hours after the procedure completion. In the opinion of the physician, the cause of death was dissection.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).